Event description:
It was reported that during a rotator cuff repair the tip of the needle broke and remains in the patients shoulder. According to the reporter when the surgeon was making the eighth pass, with the needle, the tip broke off at the ¿notch¿. The tip remains in the patient¿s soft tissue. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The device was received with a broken needle point. The cause of the event could not be determined from the information available and device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.